Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 30mm in length, eccentric, de novo target lesion was located in the moderately tortuous, severely calcified and 2.5mm in diameter left anterior descending artery. The lesion contained a <=45 degrees bend. After a non bsc guide wire crossed the lesion, an unspecified balloon catheter was advanced for predilation. Then a 2.00mm x 12mm maverick²¿ balloon catheter was advanced with significant resistance encountered. The balloon was inflated however it ruptured at 14 atmospheres on the third inflation. The device was directly removed from the patient and no segment of the balloon was left inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable with no adverse effect.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a maverick 2 balloon catheter with no other devices. There was contrast in the inflation lumen and blood in the guidewire lumen. The distal tip was damaged. Microscopic examination of the shaft revealed the shaft was damaged at guidewire exit notch. The damage in the shaft may be consistent with interaction with the product mandrel or flushing needle. The device was inflated to the rated burst pressure (12atm) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MFR ID # 2134265-2014-05492. It was further reported that the second balloon used in replacement of the 2.0x12mm maverick²¿ balloon was a 2.5x20mm maverick²¿ balloon. The balloon was advanced to the target lesion and was inflated successfully. A second inflation was attempted however the device was unable to cross the lesion. The physician withdrew the balloon and tested outside the patient. When the physician tested the balloon, the inflated balloon m2 2.5*20mm was pricked by a needle kind of thing resulting in the balloon rupture.